Event description:
Per the clinic, the patient developed an infection at the abutment site. In (B)(6) 2014 (specific date not reported) the patient was prescribed oral antibiotics (duration not reported). Subsequently on (B)(6) 2014 the abutment was removed. The implanted device remains.

Manufacturer narrative:
Per the clinic, the abutment was removed while the patient was under general anesthesia on (B)(6) 2014. This report is filed (B)(4) 2015. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.